Event description:
It was reported that customer experienced multiple occlusion alarms, including alarm 2 followed by alarm 26, while using pump with infusion set and cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resuming insulin delivery, was advised to contact support while actively experiencing occlusions, and matter was escalated to clinical field team for further support, after which case was closed.